Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did broken off blade tip fall into patient? Was broken off blade tip retrieved? Was there any change to procedure or post-op patient care related to retrieval of broken off blade tip? Is broken off blade tip being returned for analysis with rest of device? Or was broken off blade tip discarded?

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, while activating the device, there was a high pitched sound and the blade broke. There were no other warning messages or sounds. Another harmonic device was used. There was no adverse event for patient reported.

Manufacturer narrative:
(B)(4): batch #m91v7w. The device was returned with the blade scratched and cracked and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.